Manufacturer narrative:
The results of the investigation is inconclusive as the device was not received for evaluation. Manufacturing and inspection records could not be reviewed as device model number and batch/lot number is unknown. Based on the information received, the root cause could not be determined.

Event description:
It was reported during surgery "upon removal of 2.7 non locking screw the head broke off. Screw was too long and being removed for shorter size. Was being used with small coronoid plate. Used removal tools. Caused a 45 minute delay. There was small bone loss around the screw removal site. The product was discarded." This report is related to report number 3025141-2023-00687 for the screw involved in this event.